Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding the infusion pump. It was reported that the septum leaks on the pumps. No specific patient or event was noted. No further information has been reported as a result of this event.